Event description:
Boston scientific was notified of this event from FDA/cdrh. User facility reported the following: "a colonoscopy was performed. Pt had a lower gi bleed at home. Pt admitted into the hosp to correct bleeding. Bleeding was caused by a burn created by the generator irrigator. The irrigator was removed from service, inspected, and tested. The cable wire that delivered energy to the generator had separated inside the insulated cover. This created intermittent energy to the generator which contributed to the injury." User facility called to obtain product number and lot number. Both numbers are unknown. Therefore the incident involves an microvasive endoscopy device. Incident device is being held by user facility and has been requested for evaluation.